Event description:
It was reported that the cable tensioner would not hold tension and slips down when applying tension. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Visually inspected instrument for material / functional damage, wear, cracking, or fracture; no issue identified. Functionally evaluated instrument by inserting cable and tightening to ~60 lbs per surgical technique specification limit; instrument tightened cable and achieved specified force. Lever torsion spring (pn# (B)(4)) intermittently has insufficient force to function properly and allow instrument pawl to advance. The above observations are consistent with anticipated wear, resulting in the foregoing event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.